Event description:
The medication was not coming out of the needle [needle issue] no adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns product complaint of needle issue and no adverse event in patient (age, gender and race not reported) from the united states. The patient's age at the time of event experienced was not reported. On 23-apr-2026 amneal pharmaceuticals received information from other reporter via voicemail and from nurse via outbound telephone call concerning the above-mentioned product complaint regarding amneal¿s risperidone for extended-release injectable suspension, single-dose vials. On (B)(6) 2026, the patient was being treated with risperidone, 50 milligram per vial single dose pack (ndc: (B)(4) and lot number: ap260024, expiry date: 31-dec-2027, serial number: (B)(6) via intramuscular route for an unknown indication. Co-suspect, concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption and recreational drug use and laboratory tests were not reported. On an unknown date in 2026, the patient received a sealed medication kit from pharmacy and on (B)(6) 2026, while administering the medication to the patient, the nurse observed that the medication was not coming out of the needle and requested for the replacement. She confirmed that she had followed all the instructions provided in the pi for administering the medication. Further stated that she changed the needle and was able to administer the complete dose to the patient and confirmed that patient did not experience any side effects and received the complete dose. She confirmed the defective quantity as one. Last action taken with risperidone in relation to needle issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events needle issue and no adverse event was unknown. The reporter did not provide the causality of events needle issue and no adverse event with respect to risperidone. This case was considered as serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.